Event description:
It is reported that the device was implanted in 2009 and revised at about 4 months later, due to loosening.

Manufacturer narrative:
Evaluation summary: no product was returned for eval. Also, no x-rays were returned for review. The devices were in vivo for approximately 4 months. Operative notes were not returned for review. Probable cause of the femoral implant loosening pertaining to the kinectiv femoral stem may be one or a combination of the following: rasping technique, inadequate press fit between stem and femur, pt activity post-op, and poor bone quality. Based on the available info a definitive root cause can not be ascertained at this time. Evaluation: no product was returned. Review of device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.